Event description:
-----

Event description:
Boston scientific received information that this device had declared end of life (eol) due to an extended charge time of 20.2 seconds. The device was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
The device is currently being analyzed in our post market quality assurance laboratory. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, this device passed labeled longevity calculations. The device was put through and passed the pg therapy verification test that verifies the performance of defibrillation, pacing, sensing, and high voltage shocking, functions of the device. Analysis confirmed that this product was operating within device specifications.